Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During the procedure, the inserter tip of the suture anchor inserter fractured and the fractured piece remains inside of the patient. This event caused a one hour delay in the procedure attempting to retrieve the fractured piece.